Event description:
Customer had a complaint regarding discrepant results between a coaguchek xs meter (B)(4) and a lab using an unknown reagent. At 1 pm the customer tested the patient by fingerstick on the coaguchek xs meter (B)(4) and the result was >8.0 inr. The patient had a venous blood draw within minutes and the lab result was 4.36 inr. The patient's warfarin dose was held for one day. The patient's condition is stable. There was no allegation of an adverse event. The patient's therapeutic range is 2.5-3.5 inr. The patient had a hematocrit of 31% and does not have antiphospholipid antibodies. The patient is not on heparin or direct thrombin inhibitors. The patient had no new illnesses, no new medications and no new diet changes. The patient had no symptoms of bleeding or bruising. Retention test strips (294947) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.